Event description:
A home pt contacted baxter's tech service ctr and reported fluid coming out from the door of the machine in dwell 2. The home pt stated the leak appeared to be coming from the area where the tubing meets the cassette. The home pt stated there was no damage to the carton, and he does not use sharp objects to open any of his supplies. Therapy was completed by starting over with new supplies. No pt injury or medical intervention was associated with this report per the home pt.